Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report sensor issues on the insulin pump. Customer reported that the sensor failed to alert him that his blood glucose was dropping low. Customer stated that he had to suspend the insulin pump himself. Customer reported that he was hospitalized due to low blood glucose episode. Customer's blood glucose at the time of the incident ranged from 30 to 68 mg/dl. Customer treated low blood glucose levels with food. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's low blood glucose issue could not be determined. Product is not being returned or replaced.